Manufacturer narrative:
Concomitant medical products: product ID 377745, lot# v001931, implanted: (B)(6) 2006, product type: lead; product ID 377745, lot# v001931, implanted: (B)(6) 2006, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s device started shocking him out of nowhere at least 6 months prior to the date of the report and he had no way of turning it off. The shocking did start suddenly. The patient could not even scratch his leg without it shocking him through the bottom part of his leg into his toes and curling his toes. The patient had an appointment scheduled for (B)(6) 2014. The patient thought the device was malfunctioning because of the shocking symptoms they were having. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.